Event description:
It was reported that during routine follow-up, noise had been observed on the atrial lead. Electrical values were normal. The physician opted to make no changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.